Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose level around 400- 500 mg/dl for approximately 2 weeks; is not sure pump is working properly. Patient switched to injections and her blood glucose level has returned to normal. Customer also switched to backup pump; blood glucose level returned to normal once she began using the backup pump. No adverse event reported. Requested return of the alleged pump for evaluation.